Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca. During the procedure, a dissection occurred in the rca. The dissection was not caused by a medtronic device. The event is reported as related to target vessel myocardial infarction involving the rca. The patient was also treated with balloon angioplasty. The investigator assessed the event as not related to the index device or antiplatelet medication. The sponsor assessed the event as not related to the antiplatelet medication and possibly related to the index device. The patient is recovering.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.